Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation. Reporter phone number (B)(6). Reporting institution phone number (B)(6).

Event description:
Problem statement: the customer reported that there was a database server (dbs) disconnection and its and the telemetry was down (ward 8). A patient death was reported. Evaluation: pending. Resolution and conclusion: pending.

Event description:
The customer reported that there was a database server (dbs) disconnection and its and the telemetry was down (ward 8). The device was in use and a patient death was reported. A philips remote service engineer (rse) spoke with the customer. The investigation found that the connection from telemetry to the central station was disconnected due to broken fiber cable. The rse instructed customer to replace the defective cable with a new one. The customer reported this issue to be fixed after replacing the fiber and connection was restored.

Event description:
This record is identified as a duplicate. This issue is already reported under MFR report number: 1218950-2022-00904.